Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The event date was (B)(6) 2016. The consumer reported that the patient let the pump go dry, an alarm was heard. Reportedly, the patient was having some ¿life management¿ issues, had missed a couple of appointments and was dismissed by the doctor. The patient went to the hospital on the day prior to this report date, was given a valium injection and was sent home. There were no symptoms reported. It was noted that the patient had a prescription of oral baclofen if needed. The consumer requested physicians listings

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.